Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an implant procedure. An excessive bleeding occurred after placement of the introducer shealth. Compression therapy was given to resolve the event. The patient was stable.